Event description:
Customer reported an issue with touchscreen responsiveness, with the pump screen frozen and unresponsive to input. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer attempted a pump reset without success, and technical support decided to replace the pump. Customer will use multiple daily injections (mdi) as a backup therapy.